Event description:
Additional information was received from the patient. They reported that the cause of the loss of stimulation was not known. They stated that they hadn't needed to adjust it again until now and their problems had resurfaced. When asked what was done to resolve the issue they stated that nothing was done and that they had tried to call but had gotten no help or coaching. When asked about the cause of the therapy being turned off they stated again that no it was not known and that they hadn't had a problem in 6-8 months then it started up again. They stated that they had a visit scheduled with their hcp which involved installing the device in march, but this had not yet been resolved. When asked about the cause of the device reaching max settings they stated that it was not known but that they started having issues again and could not adjust and that they were monitoring. They stated that they had called their h cp who had implanted the device and they would see them in march, and in the mean time they were having problems. When asked about the error performing operations they stated the cause was not known and they could not talk to their original manufacturing representative. They stated they were frustrated that they couldn't get long range help and reread the instructions and info but help was not offered. The issue was not resolved. When asked for the software app version they stated that it did no work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the loss of stimulation since fall of 2023 was unknown. They stated they called the number on their card number, did not help. "Maybe it wasn't charged correctly?". They are visiting hcp on 2024 (B)(6) at 10. This hcp inserted their monitor surgically. Cause of the device saying therapy had been turned off was unknown. Patient stated, "does it have to do with charging, if they knew, they could fix it". Manufacturer number they called told them to see their doctor. Not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that the patient called to learn how to adjust stim as they noted they had not felt stim since sometime in the fall of 2023. They called for education on how to connect and adjust stim today. They connected to the ins and immediately saw 'max settings' screen and continued to see this screen when going through all of their available programs around 0.3ma. They noted seeing two other screens during this process but did not provide details. The caller noted seeing 'therapy has been turned off' and also saw a screen that said 'error has occurred while performing operation' with no other details they could provide. Agent reviewed that the patient should be following up directly with their managing doctor at this point.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.